Event description:
No reinforcement material was used in conjunction with the stapling device. There was no tissue damage. The last known patient status is with no problem.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after grasping the tissue during a thoraco/lobectomy, the surgeon pressed the green button and tried squeezing the handle but the handle locked and the jaws got stuck in the tissue. As the black return knob could not be pulled back, the surgeon cut off the tissue where the jaws were stuck and removed the device from the patient. The procedure was completed with manual suturing.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler and one reload opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual examination of the reload noted that it was partially fired. Staple pushers were visible before the 3 cm indicating the point where the handle compression had stopped. Functionally, the instrument was loaded with a pmv reload. The instrument and loading unit were applied to test media. All staples were placed and the test media was cleanly transected. During functional testing, the reload was loaded into the subject instrument. This test found the jaws to clamp and unclamp repeatedly without difficulty. The interlock was overridden and the instrument and reload were applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. During this investigation, a secondary condition was identified as follows: the reload was partially fired. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The results of this investigation could not be confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.